Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient was suspected to have peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. The patient was treated with unknown intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.